Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 (overtemperature) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan had an abnormal noise and was turning erratically. The probable cause for the customer reported s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code; however, the device was not hot or warm to touch. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.